Manufacturer narrative:
This is a follow up report adding vmsr to the exemption/variance number field. This was not included in the initial report.

Manufacturer narrative:
1 of 1 devices were returned for evaluation. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device had debris build-up. The device did not heat up during evaluation. The device was repaired and returned to the customer. This event is being submitted as part of vmsr. Only one event was received for this device during this quarter.

Event description:
This report summarizes 1 malfunction event where midwest® shorty® two speed air motor (4-hole connection) handpiece overheated. 1 event resulted in no injury.